Manufacturer narrative:
The customer¿s report of medication infusing faster than expected was not confirmed. The pcu event log shows the suspect pump module was programmed to infuse a custom concentration infusion of mesna (drugid 168) at a rate of 85ml/hr with a vtbi of 2040ml to infuse over 24 hours at 10:54 am on (B)(6) 2017. The device was paused for two minutes at 1:10 pm, then the infusion ran at 85ml/hr until 5:17 pm when the user changes the rate to 42ml/hr and the vtbi to 1020ml. The user then changed the rate to 43ml/hr (duration of approximately 22.3 hours) at 6:45pm. The infusion then ran at 43ml/hr until 5:01 am on (B)(6) 2017 when the device alarmed for air in line and the device was channeled off. The volume recorded as being infused during this period was 1035.215ml (539.529ml at 85ml/hr, 61.421ml at 42ml/hr and 434.265ml at 43ml/hr). The log shows two instances where the user programmed a delay for 10 minutes (at 11:59 pm on (B)(6) 2017 and then at 4:20 am on (B)(6) 2017). The first delay was cancelled after 6 minutes and the second delay was cancelled after 4 minutes. The starting/ending volume of the fluid container cannot be determined through device logs. The disposable set was not returned for investigation. Functional testing performed found the pump module to be delivering fluid within specification. The root cause of the reported medication infusing faster than expected was not identified.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that three medications (cyclophosphamide, hydration and mesna) were expected to infuse for a chemotherapy regimen, and the user found the first mesna bag ended 4.5 hours earlier than expected on (B)(6) 2017 at 0530 am. The mesna (programmed for 24 hours per bag) was started first with the other infusions to follow 2 hours later. Cyclophosphamide was infused over two hours in conjunction with hydration ( 0.9 ns at 250 ml/hr). The mesna was dispensed in a 24 hour bag with a total expected duration of 48 hours for this medication. After the event was discovered, the user obtained the next mesna bag early to continue therapy utilizing a new pump, and although the tubing was not saved, the event device was sequestered. There was no report of patient harm due to the event.